Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the skin graft did not harvest smoothly. Per follow up, no other information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) for the zimmer dermatome blades, part number 00880000010 and lot number 63842124, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 21 jun 2018, it was reported from st. Joseph's healthcare hamilton that a zimmer dermatome blade did not harvest the skin graft smoothly. A returned product investigation could not be performed on the blade with the alleged deficiency as it was not discarded by the account. The reported event can, therefore, not be confirmed. On 21 aug 2018, a returned product investigation was performed on 27 zimmer dermatome blades that were returned for evaluation as part of this complaint, however. The physical evaluation revealed that the 27 returned blades were all unopened and still in the original packaging. The lot number of the blade in question was 63842124. The 27 new blades returned were from six different lots: 1 from 63672774, 1 from 63707863, 2 from 63526747, 2 from 63675902, 20 from 63750816, and 1 from 63346793. The laser micrometer, blade mount fixture, and the dermablade standard were all found to be in calibration when all of the blades were manufactured as well as they were all 100% inspected in line during the manufacturing process. The root cause of the reported event cannot be specifically determined with the provided information because the blade in question was not returned by the account for investigation. The blades that were returned were not part of were found to be conforming to inspection criteria and from different lots than the blade that had the alleged deficiency. They were unopened and still in the original packaging. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.